Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl and 60 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer stated that the belt clip was broken. The insulin pump will not be returned for analysis.